Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in the needle pierced the catheter wall. There was no report of patient impact. The following information was provided by the initial reporter: during use. The bevel of the needle has severed the catheter in the proximal part, almost entirely, with the consequent risk of migration of the severed catheter through the vessel lumen. Fortunately it was removed without any adverse events. It is a problem of recanalisation of the catheter when they do not find the vein and/or do not have blood reflux, so they try to recanalise the needle and that is when they can puncture the catheter when cannulating again.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs for investigation. Upon inspection of the photos, it was identified that the needle has pierced through the catheter tubing near the adapter nose. It was also noted that blood is present within the catheter tubing. The reported issue was confirmed. The defect of needle through catheter may occur during manufacturing however this would result in the device being received with the needle pierced through the catheter wall at this location as the needle is inserted in one motion and not removed or re-cannulated at any point. This would make it impossible to insert the catheter tubing into the patient. The presence of media in the catheter tubing and the unit confirms that venipuncture was performed and indicates that the defect occurred in the clinical environment. This is also supported by the verbatim that indicates that the defect occurred during use, most likely due to re-cannulation, which is warned against in the IFU instructions. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in the needle pierced the catheter wall. There was no report of patient impact. The following information was provided by the initial reporter: during use. The bevel of the needle has severed the catheter in the proximal part, almost entirely, with the consequent risk of migration of the severed catheter through the vessel lumen. Fortunately it was removed without any adverse events. It is a problem of recanalisation of the catheter when they do not find the vein and/or do not have blood reflux, so they try to recanalise the needle and that is when they can puncture the catheter when cannulating again.